Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 302 mg/dl, which was treated with the insulin pump. The customer stated that she had had orange juice prior to the event. She had called to report a lost sensor alarm and a transmitter that would not hold a charge. Advised replacement of the trransmitter. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.